Manufacturer narrative:
Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No delivery anomaly noted during testing or reservoir compartment anomaly noted. Insulin pump functioned properly. Insulin pump received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
Customer reported a leaking insulin pump. Cust stated that when pump is giving insulin it leaks out of the pump. The blood glucose reading was 135 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.